Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Neuropace was informed by the treating center that the patient had a longstanding incision site infection with multiple areas of scar dehiscence and drainage. In response to the infection the rns neurostimulator and all leads were explanted, and the patient was placed on 6 weeks IV antibiotics. Diagnosed as a deep incisional infection. The patient has a history of incision site infections (prior rns system neurostimulator and leads were also explanted due to infection in 2016 (MFR: 3004426659-2016-00004).